Manufacturer narrative:
A company service representative examined the system. The footswitch pcb and the IV pole pcb were replaced. Preventive maintenance was also done. The system was then tested and met all product specifications. Samples are being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "delay in surgery." (No code available). Product problem(s): "system message codes." (Device displays error message); "reboot of system required." (No code available). A nurse reported several system message codes appeared during the second case of the day. After the first system message appeared, a soft reboot was done and a new cassette was loaded. A second system message then occurred and a hard reboot was done. The system then displayed a third system message. The company technical support specialist was called to assist with troubleshooting and it was recommended to perform another soft reboot. All system messages were then cleared and did not reoccur. There was a delay of 16-20 minutes. There was no patient injury reported.